Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2019 due to low blood glucose of 53 mg/dl. Customer experienced a fall due to low blood glucose. Customer¿s insulin pump was removed upon hospitalization on (B)(6) 2019. Customer was hospitalized until her death on (B)(6) 2019. The cause of the customer¿s death was necrotizing fasciitis, septic shock and cardiac arrest. The customer was not wearing the insulin pump at the time of death. The insulin pump will be returned once it is found.